Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: nlf199476n, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) can connect to ins wirelessly and see their settings but when they plug in rtm they get a no device found screen which started about a half hour ago. They said implant is at 50 percent. They called hcp and were told to reset controller, which didn't resolve issue. Rtm looks intact, and controller port looks intact. Pt says when they put rtm against their body and tries to charge ins, they feel a shock, "like from a 9 volt battery". The issue was not resolved. An email was sent to the repair department to replace the device.